Event description:
The initial reporter received questionable elecsys hcg+beta results from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result of the initial patient sample was 649 miu/ml. This result was questioned as the patient's result three days prior was 640 miu/ml. The initial result of a new patient sample was 7143 miu/ml. A new reagent pack was loaded, calibrated, and new qcs were run. The repeat results of the initial patient sample were 6009 miu/ml and 107 miu/ml. The repeat results of the new patient sample were 7002 miu/ml and 6008 miu/ml. The final result reported was 7000 miu/ml.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The field service engineer inspected the analyzer and replaced the measuring cells. He verified the analyzer's performance with instrument checks, calibrations, and qcs.

Manufacturer narrative:
The field service engineer performed preventative maintenance. The cause of the event could not be determined based on the information provided. The investigation did not identify a product problem.